Manufacturer narrative:
A supplemental report is being submitted to correct the event coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that during the sheath repair the tape felt fragile and cut of while applying tension as usual. It was noted that the issue in changing the tension was manageable, and in addition a part in the middle of the tape where two end-parts of the tape was stuck together. The tape was not continuous due to that part and required repairing again. The repair was performed as intended.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the driveline cable associated with (B)(6) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of (B)(6) service history records indicated that the device was previously serviced, and the repair actions were verified. On-site inspection of the driveline cable, as well as visual inspection provided by the site, revealed that the previous driveline sheath repair was worn out. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the reported conditions. The visual evidence also revealed damage to the driveline strain relief. Based on the available information, the most likely root cause of the damage to the previous repair and the observed strain relief damage may be attributed to factors such as normal wear over time or improper handling. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report for correction to include the brittle tape allegation observed upon servicing to be included. Updated product event summary: the driveline cable associated with (B)(6) and the driveline sheath repair tapes (lot no. R032338 and r032445) associated with sheath repair kit (lot no. 2014502) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Review of (B)(6) service history records indicated that the device was previously serviced, and the repair actions were verified. On-site inspection of the driveline cable, as well as visual inspection provided by the site, revealed that the previous driveline sheath repair was worn out. The visual evidence also revealed damage to the driveline strain relief. Additionally, on-site inspection of the sheath repair tape, as well as visual inspection provided, revealed that the tape was fragile and discontinuous. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the reported conditions. Based on the available information, the most likely root cause of the damage to the previous repair and the observed strain relief damage may be attributed to factors such as normal wear over time or improper handling. CAPA pr00688476 is investigating silicon tapes with undesired splices. Based on an investigation conducted under CAPA pr00688476, a possible root c ause of the reported fragile sheath repair tape may be attributed to the inadequate contact between the layers of self-fusing silicon tape, compromising its ability to meet the specified requirements for tensile strength and flexibility. Based on an investigation conducted under CAPA pr00688476 and the available information, the most likely root cause of the reported spliced sheath repair tape can be attributed to a manufacturing issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was driveline (dl) sheath damage to a previous repair that had worn out. Damaged started at the strain relief with a length of 15cm. The old repair was brittle and was removed. The dl was seen with several cracks, no exposed wires, and the dl cover was movable. A dl sheath repair was performed inpatient starting at the strain relief with a length of 17cm. The ventricular assist device (vad) driveline remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.